Event description:
After 5 months of implantation, this lead was capped during a replacement procedure for erosion. The pacemaker that was explanted was also reported on an MDR.

Event description:
After 5 months of implantation, this lead was capped during a replacement procedure for erosion. The pacemaker that was explanted was also reported on an MDR.